Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. There was body tissue/fibrotic growth on the distal electrode and the helix was bent. Visual analysis noted apparent explant damage. (B)(4).

Event description:
It was reported that post-operative to the implant procedure, a pericardial effusion was noted on an echocardiogram. The effusion resolved and the lead remains in use. The patient was a participant in the evera magnetic resonance imaging (MRI) study. No further patient complications have been reported as a result of this event.